Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever, stomachache and diarrhea. The cause of the event was due to a bacteria infection. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intravenous fluids for reducing inflammation and an unspecified anti-inflammatory drug intraperitoneally. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.